Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.0/+0.5/083 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vaulting and elevated intraocular pressure. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4). Conclusion: review of the file indicates that the lens was not implanted in accordance with the dfu requirements. Patient age below 21. Anterior endothelium chamber depth is below 3.0mm for vicl/vticl. Device evaluation: product evaluation found the lens returned in liquid in the lens container. Visual inspection found haptic torn/broken/bent/deformed. (B)(4).